Event description:
The company received a report when it was claimed that the developed a cuff leak during pt use. The caller reported that extubation and reintubation of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation a summary of the investigation results will be provided in a supplemental report.